Manufacturer narrative:
A medtronic representative reported that the battery charger boards were not charging the batteries properly and requested replacement boards. This was discovered during planned maintenance (pm) of system. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. During the site inspection the following parts were replaced: the pcba motor battery charger, the battery charger 1, the battery charger 2. The parts that were replaced were sent to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved. The part analysis found an electrical failure with the pcba motor battery charger. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the battery charger boards were not charging the batteries properly and requested replacement boards. This was discovered during planned maintenance (pm) of system. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date.